Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error 570.6200.0 and fails the co2 accuracy test was not identified during the customer call. Identified error reference to oridion or logic board not detecting communications of sensor. Customer suggested to send device for service depot repair. Customer to call our service notification group to assist with RMA request per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had displays error message 570.6200.0 and fails the co2 accuracy test. There was no patient involvement.

Event description:
It was reported that the device had displays error message 570.6200.0 and fails the co2 accuracy test. There was no patient involvement.

Manufacturer narrative:
Correction: this MDR is a duplicate submission. Please refer to MFR # 2016493-2026-06418 for investigation results.